Event description:
It was reported that attempted implant of two different right ventricular (rv) leads was unsuccessful due to patient anatomy. The helix was damaged during insertion of the first rv lead and it would not extend outside of the lead body. For the second attempted rv lead, the helix would not fully deploy. The rv leads were not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent; visual summary analysis of the lead indicated damage at implant. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).